Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section a4: patient weight is unknown. Section b3 - date of event is estimated.

Event description:
It was reported that patient was experiencing ineffective therapy due to high impedances on both leads. As such surgical intervention took place on (B)(6) 2024, where both the leads and anchors were explanted and replaced, thereby restoring therapy.